Manufacturer narrative:
H3: one device was received for evaluation. No previous repair was noted. Through visual inspection, it was confirmed that the downstream occlusion (dso) seal was damaged. The root cause of the issue was a delaminated dso seal. The dso seal was replaced to fix the problem. The device then passed all tests after the repair.

Event description:
It was reported that the pump had a damaged downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
B3: unknown; year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.